Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced erosion and urinary problems. Furthermore, it was reported that the plaintiff died. The causes of death were reported as congestive heart failure, breast cancer and aortic valve disease.